Manufacturer narrative:
Pt may be low in hematocrit. Per product user guide - limitations, hematocrit ranges between 30-55% will not affect test results." Pt's current health cannot be ruled out as a cause for unexpected inr results or errors in testing. Comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No strip lot info provided. No product associated with the complaint is expected for return. Unable to perform retained strip test due to unknown strip lot number on the event details. No further investigation is possible. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No strip lot info was available. Pt's medication cannot be ruled out as a cause for unexpected inr results. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Three weeks ago (from (B)(6) 2012), the pt tested on inratio meter and obtained errors. Pt went to the lab to get tested due to blood in his urine; his result was somewhere between 10 - 13. Pt's doctor wanted him to get a vitamin k injection; however, they were unable to provide him with the injection at the pharmacy. Pt went to the hospital and was given a vitamin k tablet; pt was not admitted to the hospital. Pt was sent home and told to stop taking his coumadin. Pt was put on antibiotics right after he was in the hospital because doctors believed he had diverticulitis. He was only on the antibiotics for a few days because he started to have a bad reaction to the medication.